Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Abnormality in the appearance was not reported, and the subject device was manufactured less than two years ago. Therefore, omsc presumed that a component on the front panel accidentally malfunctioned, and the front panel malfunctioned.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the keys were out of function due to defective front panel unit. There was no report of patient injury associated with the event. This device is an olympus asset.